Event description:
It was reported that a progav 2.0 (part # fx431-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure on an unknown date. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch MDR ID 3004721439-2022-00064.

Manufacturer narrative:
Investigations: visual inspection: the following observations were made during the visual inspection: protein deposits in the control reservoir. Permeability test: the test showed that all components are permeable. Computer control test: the computer controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2,32 cmh2o. This is within the specified tolerance of 2 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, deposits were found in progav® 2.0. Results: based on our examination results, we can detect deposits in the inlet of the progav® 2.0. The deposits do not affect the technical properties at the time of the examination. At the time of the examination, we do not know how the above-mentioned functional impairment occurred. Proteins in the cerebrospinal fluid can temporarily influence function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.